Event description:
It was reported that the battery of the patient's implantable neurostimulator (ins) went off and was not coming back on. On the night of (B)(6) 2012, the patient was going to charge the ins and noticed that it was off; the patient had last charged the ins 3-4 days previous. The patient experienced a return of shaking and trembling. No known accident or incident was related to the event. The patient received a warning message on his patient programmer (pp) to contact his physician on the same day of the report. The patient used his pp again to check his ins and did not get a warning message; his pp showed that the ins was off and that the ins battery was ok. The patient was able to successfully turn his ins on. Prior to the patient's second attempt at succeeding in turning it on, the patient did not have the pp/antenna over his ins. The patient was unaware of how his ins turned off; it was noted that this had happened once before about 3-4 months previous as well. If any additional information is received, it will be included in a supplemental report.

Event description:
When contacted for follow up information, the healthcare professional reported that the cause of the event was unknown and confirmed that the patient outcome was ¿no injury". If additional information is received, a follow up report will be sent."

Event description:
Additional information received reported the patient received assistance from a doctor or manufacturer's representative and their concerns were resolved.

Manufacturer narrative:
Product ID: 37642, serial #: (B)(4), product type: programmer; patient product ID: 37085-60, serial #: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 37085-60, serial #: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 3387s-40, lot # :v386577, implanted: (B)(6) 2010, product type: lead; product ID: 3387s-40, lot #: v319140, implanted: (B)(6) 2010, product type: lead. (B)(4).